Event description:
The patient reported experiencing elevated blood glucose of up to 480 mg/dl in the past 3-4 weeks and often e4 (occlusion) error is displayed. The patient believes the infusion device delivers too little insulin. The patient corrected elevated blood glucose by bolusing though the infusion device and by injecting insulin via pen. The patient's normal blood glucose level is 130 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.